Event description:
The customer reported to baxter (B)(4) regarding the vialmate in which leaking was observed between the unknown 0.9% nacl bag and the vialmate. The vialmate was also attached to a fresenius (B)(4) 750mg cefuroxim vial. There was no patient involvement and no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. The sample was visually inspected and the reported condition was confirmed. The vialmate was dismantled and it was observed that the protector was slightly misaligned to the needle. A batch review was performed on the reported lot with no deviations found. Similar reports have been received for the reported problem. The root cause investigation is in progress. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.